Event description:
Event description guidant received information that thispacemaker upon interrogation displayed longevity remaining less than 0.5 years. The device has been implanted for 3.5 years. The expected longevity in merlin states 6 years. The device will be replaced due to premature battery depletion. The physician was unhappy with the longevity of the device.